Event description:
It was reported that the bd alaris pump module smartsite blood infusion set leaked. The following information was provided by the initial reporter: patient's mother rang out that platelet transfusion was dripping onto ground. Tubing appropriately secured into platelet bag, other blood product side clamped off. No holes or damage found in line. Resumed infusion and cleaned spill of approximately 2 ml. Patient's mother rang back out, noticed another puddle. Obtained kelly clamp and reentered room. Although the other port of the blood tubing was appropriately clamped off, it appeared to still be leaking platelets intermittently. Line folded and kelly clamp applied. No further leakage.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. The initial reporter also notified the FDA on june 2022. Medwatch report # (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of clamp not preventing infusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2477-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.